Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. An investigation has been performed, consisting of a documentary review and a product analysis. The product analysis shows that the inner pouch sealing is damaged. According to available data, the most probable root cause is due to packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that bone cement powder leaked out from sterile pack as it was not completely sealed.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bone cement powder leaked out from sterile pack as it was not completely sealed.